Manufacturer narrative:
Visual inspection: during the investigation, no significant damage of the shuntassistant were determined. But a deformation of the outer housing of the progav could be determined. The measurement of the plane parallelism could confirm that with a value of -0,074 mm - outside tolerance (0 ± 0.02 mm). Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the progav operates within the accepted tolerance in the horizontal position. The shuntassistant does not operate within the specified tolerances in the vertical and horizontal position. An accelerated outflow in the vertikal position and a slower outflow in the horizontal position of shuntassistant could be determined. Adjustment test: the progav was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected; however, the breaking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valves, deposits were found in both valves. Results: based on our investigation results, we can determine that the progav 2.0 is non-adjustable. The deformation detected on the valve and the visible deposits inside have led to the functional impairment. Furthermore, we can determine an accelerated outflow in the vertical position and a slowed outflow in the horizontal position of the shuntassistant. The visible deposits inside have led to the altered flow rates. Deposits of natural substances found in the body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic deposits can impair the integrity of the valve. The examination of the return shipment is completed with the creation of this report. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav shunt system (#fv415t) was implanted. According to the complainant, the shunt system caused an overdrainage. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained product was sent to the manufacturer for investigation.